Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested 2.6 inr on the coaguchek xs system while a comparison lab returned as 4.4 inr. No actions taken based on the device result. Requested return of suspect system.